Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp said the patient had a "significant wound infection" on (B)(6) 2019 so the system was removed on (B)(6) 2019. No device issue was reported and no further patient complications have been reported as a result of this event.